Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components."

Event description:
It was reported patient underwent total knee arthroplasty (B)(6) 2011. Subsequently, a revision procedure was performed (B)(6) 2013, due to stiffness. The femoral and bearing were removed and replaced.